Event description:
Pt is on chronic hemodialysis using a medcomp tesio catheter for a-v access. Pt awoke 6/19/98 to find catheter leaking blood. Pt clamped the catheter and went to ER via ambulance. He was stabilized in the ER and the catheter was removed. Pt had a hematocrit drop of 7 points. Pt has been stable post incident.